Event description:
It was reported that the pump malfunction. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition, the primary audible alarm background test was verified in the event history log. Opened up the bottom case, found the connection to be good from main printed circuit board (pcb) to interconnect pcb and from interconnect pcb to speaker. The capacitor on c9 of interconnect pcb was perfectly intact. The speaker soldering was very good and wiring was intact. The root cause of the reported issue could not be determined. Replaced the speaker and interconnect pcb for preventive measures. A corrective and preventative action has been opened to address the reported issue.